Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. Please see the updates in sections a2, a3, a5, a6, b5, b7, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The tissue pad was fell off because the pad added pulling load. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
The customer provided additional information on 15nov2022: the event occurred during the middle of the diagnostic laparoscopy procedure while the doctor was performing cutting. Settings were 3/3. The broken piece was noted to be at the tips of the handpiece and removed from trocar. It was not noted if an error message was received at the time the broken probe was observed. The procedure was completed with less than 15 minutes delay by replacing the broken device with a new one. The patient did not need additional anesthesia. The device was inspected prior to use with no anomaly noted. The devices used in conjunction with the device at the time of the event were not noted and are unknown.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some charring. The ptfe teflon pad (tissue pad) was inspected and found it is separated and detached from the jaw exposing metal. The detached piece was not returned. The distal end of the device was inspected under a microscope and found no cracks to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure, the device tissue pad detached and fell off. The tissue pad was retrieved. There is no harm or adverse impact to the patient.